Event description:
A report was received regarding a patient who presented with pain status post an l4-l5 prodisc-l implant. The implant date and implant surgeon were not provided. Reportedly, the current physician will monitor and evaluate the patient for possible implant removal or other treatment. No further information provided. This is report number 3 of 3 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Prodisc spine implant. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown inferior end plate for a prodisc-l from an unknown lot. Several studies report continued or persistent pain as a potential complication of lumbar disc replacement surgery. Although pain is a difficult parameter to define and characterize with respect to surgical treatment modality, some mention of facet loading, altered biomechanics, and treatment of symptoms rather than disease has been made to explain possible contributing factors to post-surgical pain following disc replacement. Unrelieved pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. The complaint is deemed indeterminate.

Event description:
This is report 3 of 3 for complaint (B)(4).